Event description:
It was reported during a case that the unit had restarted momentarily and went back to default settings. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported during a case that the unit had restarted momentarily and went back to default settings. There was no patient injury reported.

Manufacturer narrative:
The investigation was performed based on the available information. Reportedly the device has been used since the reported event without further problems reported. The electronic log file for the affected date of event were not available. It is assumed that the relevant log entries had already been overwritten by newer ones when the customer reported this case to dräger. Based on what was reported and further information that was gathered during the investigation the root cause could not be determined. Given, that the device has been running without further issues since then, it can¿t be excluded that the reported issue was caused by emc disturbances, since there was a standard network cable connected to the fabius MRI during the event. According to the fabius MRI instructions for use only fiber optic cables shall be used during operation. Dräger will inform the customer about this requirement. A restart as reported is obvious for the user, since the device is intended to be used under constant supervision only. During a restart, automatic ventilation is interrupted shortly. Manual ventilation via the integrated manual breathing bag remains possible at any time.